Event description:
It was reported that difficulty was encountered when passing the iab through the insertion sheath. When the iab was connected to the pump, the balloon would not unwrap and inflate. As a result of this, the iab was removed and replaced. There were no pt complications.